Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100l png clear pre-activated before use. The following information was provided by the initial reporter: pre-activation of the passive safety device.

Event description:
It was reported that the bd ultrasafe x100l png clear pre-activated before use. The following information was provided by the initial reporter: pre-activation of the passive safety device.

Manufacturer narrative:
H.6. :investigation summary: unconfirmed: no sample/evidence provided.